Manufacturer narrative:
Corrected data: d3 - mfg establishment name the suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due a welding error.

Event description:
An email was received regarding a portex tracheal tube clear murphey eyesoft seal with item number 100 199 070 and unknown lot number. It was reported that the balloon of the intubation probe was porous. The reporter stated that the female patient, of 74 years old and height 1.53 m was intubated the same morning, at 8:30. As consequence the patient was re-sedated with atracurium with the re-intubation in the afternoon. The incident has been resolved. There was a patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.